Manufacturer narrative:
B1 updated: product problem. H11 updated: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 425 mg/dl while wearing the pod between 49 and 71 hours. When removed from the infusion site on the abdomen, the pod's cannula was found to be dislodged. Also, bleeding and redness were reported around the pod site. As treatment, a new pod was placed.